Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10x80mm wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 to treat a tumor ingrowth with a 3cm stricture located in the mid-common bile duct. The stricture was observed after a cholangiogram and was not tight. The patient was found with a cholangiocarcinoma. A non-bsc uncovered metal biliary stent was implanted into the patient's common bile duct several months prior to this event. According to the complainant, the upper end of the wallflex biliary rx stent was positioned approximately 0.5cm above the previous stent. When the wallflex biliary rx stent was almost fully deployed, the physician observed that there was still 4cm of stent length below the ampulla. In the physician's assessment, the length of the wallflex biliary rx stent was longer than required for the patient. The physician decided to discontinue deployment and removed the partially deployed wallflex biliary rx stent from the duodenoscope. The procedure was completed with a 10x60mm non-bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. (B)(4). The physician had begun deploying the stent, he thought that it might be too long for the patient and felt more comfortable using a shorter stent. He removed the 8cm wallflex biliary rx stent from the patient fully constrained on the delivery system and completed the procedure with different device; the wallflex biliary rx stent was not partially deployed when removed from the patient.

Event description:
It was reported to boston scientific corporation that a 10x80mm wallflex¿ biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 to treat a tumor ingrowth with a 3cm stricture located in the mid-common bile duct. The stricture was observed after a cholangiogram and was not tight. The patient was found with a cholangiocarcinoma. A non-bsc uncovered metal biliary stent was implanted into the patient¿s common bile duct several months prior to this event. According to the complainant, the upper end of the wallflex¿ biliary rx stent was positioned approximately 0.5cm above the previous stent. When the wallflex¿ biliary rx stent was almost fully deployed, the physician observed that there was still 4cm of stent length below the ampulla. In the physician¿s assessment, the length of the wallflex¿ biliary rx stent was longer than required for the patient. The physician decided to discontinue deployment and removed the partially deployed wallflex¿ biliary rx stent from the duodenoscope. The procedure was completed with a 10x60mm non-bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.